Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer declined to provide additional information regarding the issue. Customer's blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.